Manufacturer narrative:
Analysis of the pump revealed motor feed thru anomaly; shorting across the insulator.

Event description:
It was reported that an alarm was heard and telemetry confirmed a critical alarm was occurring due to safe state. The pump logs revealed a reset had occurred on (B)(6) 2013 due to low battery. It was noted, the patient had oral baclofen to take and that he had withdrawal symptoms such as itching, more spasms and sensitive skin, which were first thought to be due to something else. It was noted, the plan was to replace the pump on the date of the report. The pump system was being used to deliver baclofen, and the caller suspected it was lioresal since this account purchases lioresal, but she was not certain. Additional information received reported that the drug in the pump was lioresal 2000 mcg/ml. The pump was explanted and replaced on 06/11/2013. It was noted the patient heard the pump alarm on (B)(6) 2013. It was also noted that the battery was depleted. There was no patient injury and the patient status after the replacement was reported as recovered without sequela.

Manufacturer narrative:
Product ID 8711 lot# j10957r29, implanted: 2001 (b)(64), product type catheter product ID 8711 lot# j11290r05, implanted: 2002 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.